Manufacturer narrative:
(B)(4). Investigation of returned guidewire revealed that the core wire was broken at 110mm distal from proximal end of coil section, 150 mm, coil wire was stretched over the broken core wire and elongated and leaving from core wire. Observation of the elongated coil revealed a broken middle section of the core wire, 38mm including composite core, on the coil and guidewire distal end at the elongated end. Sem observation of the breakage site of core wire revealed that core wire and composite core were both broken at approx. 2mm from tip end after counterclockwise rotation force. Lot history review revealed no anomaly relating with reported event. No other similar event was reported for this lot product. Since all the shipped products are inspected for meeting, the products specifications and shipping criteria. Based on the information reviewed, there is no indication of a product deficiency. Based on the provided information and the outcomes of the investigation of returned guidewire, it is inferred that, when the crossing of guidewire was attempted through the target cto lesion, guidewire tip might get trapped in the lesion, where rotational manipulation to counterclockwise direction was made, core wire and composite core were twisted and broken due to the force exceeding the product design limit. During this event at the tip end, simultaneously push-pull manipulation might be made as well to the guidewire, bending force might work to the point approx. 40mm from tip end, and the core wire was broken due to accumulated bending force which exceeded the product design limit. The guidewire core was broken into 3 pieces, connected in one unit by the coil wire. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. If resistance is felt between this guidewire and the other interventional devices while operating this guidewire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise the guidewire may break or be damaged and may cause injury to the blood vessel ore leave fragment inside the vessel. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, to treat a heavily calcified cto lesion at proximal of rca, subject guidewire was advanced in an antegrade manner with support by a micro catheter, however the guidewire could not go into the targeted cto lesion. When the retrieval of guidewire was attempted, guidewire damage was observed, coil was elongated and scarcely separated from the guidewire body. The guidewire could be entirely retrieved out without separation together with the microcatheter and the guiding catheter . There was no impact to the patient.

Manufacturer narrative:
(B)(4).